Event description:
Our affiliate is reporting that during an arthroscopic meniscus repair, the silicone retention tubing of 2 inserter needles fell off into the pt's joint space. All was retrieved and the case was concluded successfully without further incident or harm to the pt. [Also see associated MDR 1221934-2007-00319].

Manufacturer narrative:
Nothing has yet been received for evaluation. When the complaint devices are received, they will be subjected to a root cause analysis. The results of the evaluation will be reflected in a follow-up report.